Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Then conducted visual inspection of the device received. Visual inspection reveled that a small broken fragment was returned. The fragment was sent to the qa analytical laboratory to identify its composition. Infrared analysis was carried out by laboratory test method "identification of materials by infrared spectroscopy" and the use of ft-ir instrument was performed in accordance with specifications. Overall, from ftir results it was obtained that the fragment presents a derivate composition of polyethylene terephthalate (pet)-based material; however, complete material composition could not be determined. A piece of a gryphon p br ds anchor w/oc was sent to qa analytical laboratory for comparison with the fragment provided by the customer to determine if it is part of this type of device and the conclusion was the following: ftir results show that the supplied plga polymer presents the same principal, vibrations as the spectrum previously obtained. It is confirmed that the previously analyzed fragment is part of the device. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained device issue. Based on the investigation findings, the potential root cause can be traced to procedural variables, such handling of the device or product interaction during procedure; axial misalignment occurred and consequently the anchor breakage. As per IFU: axial misalignment or levering with the anchor upon insertion, may result in anchor or inserter fracture. Therefore, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown UDI: (B)(4).

Event description:
It was reported from the sales rep from japan on (B)(6) 2024 that during an unknown procedure, when the gryphon p br ds anchor w/oc device was inserted, something like an anchor piece was found. The piece was removed from the body. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the complaint device is not being returned, it was retained by the customer, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.